Event description:
Report received of a loose rotary control knob found during routine preventative maintenance testing. The customer reported that if the knob was bumped, causing the rotary control knob to be turned to the off positon, the pump would power off without an alarm. There were no reports of any adverse pt events while the pump was in clinical use.